Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the user inserted the device with excessive force while the bending section was bent, then the bending tube got broken. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that the uretero-reno videoscope failed a leak test during reprocessing. During a standard service inspection of the customer returned device, a broken bending section skeleton was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a cut from the bending section cover. In addition, a broken skeleton was noted. The probable cause of the defect was due to excessive force. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.